Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no air bubbles being formed inside the cartridge. A leak test was performed with no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution. The retain cartridge passed a lot review.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 04/28/2017 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test, fill test, and leak test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 337mg/dl with moderate ketones associated with air bubbles in the system. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, the patient experienced air bubbles in the cartridges and infusion sets with more than five sets of supplies. Troubleshooting indicated the patient was using correct cartridge fill technique, there was no damage found to the cartridge, and the cartridge was properly secured to the infusion set. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the cartridge.